Manufacturer narrative:
Philips investigated this complaint. There was a remote alert indicating issues with host pc memory. Philips provided the customer with a service quotation to address and resolve the reported problem. However, no service action was performed as the quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome

Event description:
It was reported to philips that the system gave a remote alert indicating there was a problem with the host computer's memory, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.